Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual experienced an insulin occlusion after performing a routine infusion set change per standard protocol. The individual had already changed the infusion set and insulin delivery resumed, with blood glucose levels subsequently decreasing. The individual did not inspect the set for leaks, kinks, or damage. Guidance was provided confirming that the supply change was being performed correctly using a steel contact detach infusion set with 23-inch tubing. The individual reported that blood glucose levels were affected, with the highest levels in the 190 mg/dl range and elevated for approximately 30 minutes. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. No professional medical intervention or additional assistance was required, and no immediate health effects were experienced. The individual inquired about receiving a replacement box of contact detach infusion sets due to a prior occlusion from the same box. A replacement box was confirmed to be sent via standard ground shipping. Connector and infusion set lot numbers were documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.